Event description:
During t2 recon nail surgery, the tip of the driver broke when the surgeon was inserting end cap. He said that he put too much power.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.